Event description:
The patient is a child with congenital complete heart block and progressive cardiomyopathy, failure to thrive (ftt) and cyclic vomiting. She currently has an epicardial system with increasing noise, change in impedance and concern for atrial lead compromise. She presents for upgrade from epicardial system to a dual chamber transvenous system due to atrial lead fracture and device replacement near end of life (eol). The abdominal pacemaker was explanted and replaced and the atrial lead was capped. The patient is doing well and there are no issues with the pacemaker.

Event description:
The patient is a child with congenital complete heart block and progressive cardiomyopathy, failure to thrive (ftt) and cyclic vomiting. She currently has an epicardial system with increasing noise, change in impedance and concern for atrial lead compromise. She presents for upgrade from epicardial system to a dual chamber transvenous system due to atrial lead fracture and device replacement near end of life (eol). The abdominal pacemaker was explanted and replaced and the atrial lead was capped. The patient is doing well and there are no issues with the pacemaker.